Event description:
The patient's left hip was revised due to disassociation of the constrained liner.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. Clinician review of the provided information determined the likely root cause of the event to be patient factors. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's left hip was revised due to disassociation of the constrained liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed of. Additional information was requested and if it becomes available will be submitted in a supplemental report.